Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after 5 months in service due to unknown reasons. Additional information from the field representative indicates that the patient was complaining of pain from the incision. Subsequently, the physician decided to explant the device. The device was successfully replaced. No additional adverse patient effects. The product is not expected to be returned as it is in the hospital's possession.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after 5 months in service due to unknown reasons. Additional information from the field representative indicates that the patient was complaining of pain from the incision. Subsequently, the physician decided to explant the device. The device was successfully replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned ICD was inspected and analyzed upon receipt at our post market quality assurance laboratory. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of pain.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after 5 months in service due to unknown reasons. Additional information from the field representative indicates that the patient was complaining of pain from the incision. Subsequently, the physician decided to explant the device. The device was successfully replaced. No additional adverse patient effects. The product was returned for analysis.